Event description:
The homecare provider provider (hcp) reported the following information: (1) the patient filled a portable from the h-46. (2) after the portable was disengaged, liquid oxygen leaked from the h-46 quick connect. (3) the patient called the fire department. (4) no injury occurred. (5) the fire department reported to hcp that the h-46 was frosted and liquid oxygen was leaking out the top of the unit (quick connect) when they arrived; a copy of the fire report is not available. (6) the h-46 was still full of liquid oxygen when hcp retrieved it from the patient's home.